Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/23/2015 with the following findings: investigation revealed that the battery cap threads were stripped and the cap was unable to secure to the pump. A test battery cap was able to secure and was used to complete investigation. Additionally, the display was dim and discolored. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery cap threads were damaged and the display was dim and discolored. This report is made based on results of investigation completed on (B)(6) 2015.